Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button (tactile changes/unresponsive) issue. The reporter stated that multiple buttons on the keypad were intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings: during investigation, the keypad was fully intact and all the keys were fully responsive to user presses. The keypad cover was removed and there was no contamination found under the key contacts. There were no button contact defects observed. The pump cover was removed and there was no evidence of internal moisture observed. The keypad latch was found to be fully closed and there was no damage to the keypad flex observed. The original keypad complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.